Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 26-jan-2017: quality safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted. She had pelvic pain for 2 years after insertion, a surgery to remove micro-inserts was performed then during this surgery it was found that the coils had migrated down to her uterus, half were in uterus and half were in the tubes (seen as device dislocation). Both events are serious due to medical significance and anticipated in the reference safety information for essure. During essure therapy there is a risk that the device could move out of fallopian tubes; this movement could be a dislocation/migration, or occur as a result of uterine perforation. In the present case, consumer had a painful period for 2 years after essure placement, she underwent a surgery to remove the device and a dislocation was found. Given the nature of events, a causal relationship with essure cannot be excluded. This case was regarded as incident since device removal was required. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible.

Event description:
This case was reported via regulatory authority FDA (reference number: mw5066536) on 28-dec-2016 and was forwarded to bayer on 28-dec-2016. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain") and device dislocation ("during the surgery it was found that the coils had migrated down to my uterus (half were in uterus and half were in the tubes)") in a female patient who received essure. On (B)(6) 2014, the patient started essure. On an unknown date, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/intervention required) and device dislocation (serious criterion medically significant). The patient was treated with surgery (removal of the fallopian tubes on (B)(6) 2016). Essure was withdrawn. At the time of the report, the pelvic pain and device dislocation outcome was unknown. The reporter considered pelvic pain and device dislocation to be related to essure. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted. She had pelvic pain for 2 years after insertion, a surgery to remove micro-inserts was performed then during this surgery it was found that the coils had migrated down to her uterus, half were in uterus and half were in the tubes (seen as device dislocation). Both events are serious due to medical significance and anticipated in the reference safety information for essure. During essure therapy there is a risk that the device could move out of fallopian tubes; this movement could be a dislocation/migration, or occur as a result of uterine perforation. In the present case, consumer had a painful period for 2 years after essure placement, she underwent a surgery to remove the device and a dislocation was found. Given the nature of events, a causal relationship with essure cannot be excluded. This case was regarded as incident since device removal was required. A product technical analysis is being sought.